Event description:
The patient received a cypher stent in the following vessels: proximal rca, mid rca, distal rca, posterior descending, and obtuse marginal. Sisten days later, thrombus was noted in all of the implanted stents. Thrombus was treated with aspiration and balloon angioplasty.